Event description:
During a scheduled follow-up, the physician detected warning messages related to low shock impedance and overload. The patient stays in the hospital, and the physician will schedule a re-intervention. He is asking whether the warning is related to the lead or to the ICD.